Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to check with facility . A technical service engineer checked with facility by logged into mql and found that inv in cab was zero. The system functioned as intended. The serial number, UDI and manufactures details kept blank since the given asset information found to be facility device integration.

Event description:
It was reported by the customer that a pyxis medbank system had an issue in finding med on patient profile. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.